Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011373, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011373 was packaged according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 29-jan-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5a04098 was manufactured according to the wi version 27 and assembled in the quickset line, on 28-jan-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5a04099 was manufactured according to the wi version 27 and assembled in the quickset line, on 28-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a03843 was manufactured according to the wi version 42 and manufactured in the machine l4-l8, on 26-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an infusion set event where tubing got disconnected at quick release (qr) on 28-jul-2025 while sleeping which led to leakage. The infusion set was in use for two days. The insertion site was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.